Event description:
The customer contacted stryker to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker removed the system pcb assembly from the returned device and scrapped the device due to lack of a replacement part. Stryker further evaluated the removed system pcb assembly and determined that the single board computer caused the reported issue.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device will returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.